Event description:
It is reported that the customer had high blood glucose levels of 157 mg/dl. The customer reported that the one of the buttons of the insulin pump were unresponsive. The customer also reported that the insulin pump was not beeping for alarms. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer agreed to ship the insulin pump for analysis. No additional information is provided.

Manufacturer narrative:
Findings: pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Audio tone functions properly during alarms. No unexpected low battery alarms noted. Pump passed a21 alarm tests. No a21 alarms noted. Time and date reset after battery change due to moisture damage on electronic assy. Moisture damage was also noted on motor assy. Cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection.